Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had foreign matter. This was discovered before use. The following information was provided by the initial reporter: we received the notification of quality deviation from the 529654 luer lock needleless syringe. Contaminated sample found in the middle of the box and in the center of the pack. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
Investigation summary: batch history analysis, quality notifications and maintenance records were verified and no records potentially related to failure were found. Evaluating the available photos it was possible to observe foreign matter - dirt. For the defect reported it can be stated that it is an occurrence related to cleaning and line release during the start up of the mold. During start up the first cycles should be discarded and production released only after inspection. Following review of the batch history including review of process data and quality inspections and assessment of the reported incident, the batch involved in the complaint meets the acceptable 0.25% quality level (aql) being manufactured and released according to applicable procedures and specifications may therefore be considered appropriate for use. Production line operators will be notified of the occurrence. The defect identified from this complaint will be monitored for trend assessment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had foreign matter. This was discovered before use. The following information was provided by the initial reporter: we received the notification of quality deviation from the 529654 luer lock needleless syringe. Contaminated sample found in the middle of the box and in the center of the pack. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional.